Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump¿s remaining insulin reading displayed that less insulin was present in the cartridge than there actually was by more than 20 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly with audible tones and vibration. The rewind, load, and prime steps were completed successfully for a cartridge containing 50 units. The cartridge was removed and reinstalled, and the pump accurately detected 50 units in the cartridge. A bolus was programmed and delivered properly with an accurate remaining insulin reading displayed after. The complaint was not duplicated, and no defect was found.